Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-35579 - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced 2 infusion set cannula crimped event on 01-nov-2024. The event occurred within three hours of insertion. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. No further information available.